Event description:
This pt's cochlear implant had four electrode anomalies. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantable surgery was successfully completed in 2004.